Manufacturer narrative:
(B)(4). Concomitant medical product: persona stemmed tibia, catalog #: 42532007101, lot # 63524625; persona cr poly, catalog #: 42511000510, lot #: 63297229; persona all poly patella, catalog #: 42540000032, lot #: 63534876. It is unknown if product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is completed, a follow-up report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00040, 3007963827-2019-00041. Upon receipt of additional information, it has been determined this product was initially reported under the incorrect MFR number: 0001822565-2018-01566. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that patient underwent left total knee arthroplasty. Subsequently, patient was revised due to metal allergy.

Manufacturer narrative:
(B)(4). This report is being submitted to report additional information. Reported event was unable to be confirmed due to limited information provided. DHR was reviewed and no discrepancies relevant to the reported event were found. Per the persona knee system package insert (87-6204-022-23, rev. A), metal sensitivity is a known potential adverse effect of this procedure. Review of the metal composition for the femoral component confirmed that this device does include molybdenum, nickel, and aluminum. Review of the metal composition for the tibial component confirmed that this device does include aluminum. It is likely that the patient¿s symptoms are due to their reported metal allergies; however, this could not be confirmed as no medical records were provided. The root cause is considered to be a patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.